Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.